Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was admitted on (B)(6) 2013 with suspected hemolysis and pump thrombus. The patient experienced lower extremity edema, ldh to 2000, dark urine, shortness of breath, abnormal liver function tests, and jaundice. The patient was treated with medication and received a transplant on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.